Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there were the possibilities and causes for the reported phenomenon as follows; -the cause of the reported phenomenon could not be conclusively determined. We presumed that faying part of body became worn/deteriorated, and inner diameter changed after shipment. -the former similar case had been reported from other facility. Wear in body had been reported as an assumable cause. -tap working of every plug had been checked by final inspection in omsc before shipping, and defect in working could be detected in our factory. Accordingly, the event migh be caused by user handling after delivery. -faying part of body was molded, meanwhile tap was metal. -materially, mold is thought being easier to change. Omsc therefore presumed that the inner surface of body was slightly worn. However, we could not specify it. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of (B)(4) for evaluation. The service department of (B)(4) checked the subject device and confirmed that the flushing attachment of the subject device was loosened and damaged. It must not be possible to loosen or move the flushing attachment. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at the service department of olympus (B)(4), it was found that the flushing attachment (including the lever and stopper) of the subject device was loosened. There was no report of patient injury associated with the event.